Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the right ventricular lead was oversensing noise. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.